Event description:
It was reported that an ilet user contacted support for assistance with a supply change while using an inset infusion set for the first time and stated that the first set broke when pulling it back into place, after which a second set was used successfully. No reported symptoms or adverse clinical effects. Outcomes included education on correct infusion set deployment and confirmation of replacement shipment for the damaged set. Investigation included troubleshooting and user guidance to ensure proper insertion technique and correct connector attachment. Investigation of this case revealed improper deployment of the infusion set consistent with user handling error, with no device alarms or additional device malfunctions observed. It was concluded, based on previously established findings for similar reports, that the cause was user handling error during insertion.